Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): a2: mean age of 89.9±5.9. D10: item # unknown, unknown stem, item # unknown. Item # unknown, unknown competitor liner, item # unknown. Item # unknown, unknown competitor cup, item # unknown. G2: report source spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: juan miguel gómez-palomo, ana martínez-crespo, julieta passini-sánchez, nikita ignatyev-simonov, plácido zamora-navas, enrique guerado. Quality of life and cost-utility analysis in patients with femoral neck fracture: a propensity score matching study comparing monopolar hemiarthroplasty and total hip arthroplasty. (2025) 34:2049¿2060, pages 1-12. Https://doi.org/10.1007/s11136-025-03965-4.

Event description:
On 10-sep-2025, a journal article was retrieved from quality of life research (2025) that reported a study from switzerland. The purpose of the study was to compare quality of life among patients with femoral neck fracture treated with tha versus monopolar ha and to perform a cost-utility analysis on the procedures. The study reviewed 424 patients with femoral neck fractures, 268 treated with monopolar ha and 156 with tha. For ha, a cemented stem (avenir, zimmer biomet) with a monopolar head was used. Regarding tha, a cemented stem (avenir, zimmer biomet) and cementless acetabular cup (pinnacle, depuy synthes) were used. The study population had a mean age of 89.9±5.9 for the ha group and 75.8 ± 8.8 for the tha group; (73 males/ 195 females in the ha group and 52 males / 104 females in the tha group). Follow-up was conducted at one month, three months, one year, and two years after the procedure, mean follow-up period was 2.48±0.89 years, with a median follow-up of 2.35 years and a range from 1.20 to 3.98 years. The study reported 6 luxations within the hemiarthroplasty group due to unknown reason with unknown intervention provided. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.